Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/24/2019. Additional h3: it was reported that the device had performance breakage needle. The complaint sample was not received for evaluation. It was received for analysis an empty opened foil and a unopened sample of product code sxpp1a405, lot paz917. During the visual inspection of the sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected; also, the tip and body of the needle was examined under magnification and no defects, damage or needle breakage were found. Besides, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, no performance - breakage needle was found. Additional information was requested and the following was obtained: procedure name?: total knee prosthesis. Any patient consequence/ae outcome as a result of the event report?: no. Any medical/surgical intervention done or planned at a later date on patient?: na. Does the needle tip still remain in patient tissue? If yes, where?: no, after verification under radiography. Patient current condition?: good.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device paz917 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Sample return status? Procedure name? Any patient consequence/ae outcome as a result of the event report? Any medical/surgical intervention done or planned at a later date on patient? Does the needle tip still remain in patient tissue? If yes, where? Patient current condition?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The tip of the needle was broken and it remained inside the patient without possibility to retrieve it. There were no adverse consequences to the patient. Additional information has been requested.